Manufacturer narrative:
Concomitant: product ID 37702, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4)

Event description:
It was reported that the patient stated she may have an infection in one of the leads. The patient had itching, and then noticed something underneath the skin that was drained. Nothing grew out of the culture, however. The patient went back to her physician again who drained more out. The patient had tried draining again, but nothing came out of the "pouch." The patient stated it still hurt occasionally. Additional information received reported that the cause of the potential infection was a stitch infection. The infection was treated with oral antibiotics and no further would drainage was noted. The issue had been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the patient on 2016-03-04 stating that they think they had an allergy to nickel and feels the silicone had come off of the lead. They had experienced an infection at the lead site, and thought that it was caused by the allergy. The allergy had not been confirmed. For interventions, the patient had two debridements where they had cleaned the infected area and moved the leads down. The dates of these procedures were unknown. However, it had not helped and the leads moved up. The patient thought that it just needed to be taken out. The issues were noted to have occurred in (B)(6) 2015. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).